Manufacturer narrative:
Investigation included user education and troubleshooting. Investigation of this case revealed that the signal loss resolved after device setting adjustments and sensor restart. It was concluded that the event was related to a transient connectivity issue with the continuous glucose monitor, with no impact on blood glucose control.

Event description:
It was reported that a user experienced a dexcom g7 sensor failure that led to signal loss, and customer support guided the user to toggle device settings, apply a magnet, and restart the sensor; the sensor reconnected and entered warm-up with blood glucose not affected. Symptoms included no adverse clinical effects reported. Outcomes included no change in glycemic status and no medical intervention or hospitalization.